Event description:
Hung antibiotic at 1642 and by 1645 minibag was empty. When we looked at large volume the medicine looked to have backed up into it and the drip chamber in large volume was full. Biomedical identified that the one way valve had a defect and this allowed medication to enter the primary large volume bag from the secondary bag.